Event description:
During the procedure, when physician advanced the presidico coil into the aneurysm found that the unknown mc was not in place which caused the shape of the coil was not satisfactory. Then physician withdrew the coil and reshaped the mc in place but found the coil was already stretched. Thus physician changed another one to complete the procedure. No adverse event occurred. No additional information has been given despite multiple attempts.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product device is expected to be returned thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Addendum: additional information received from the affiliate indicated that the brand of the mc was echelon 10 (ev3). There was no resistance/friction during advancement/withdrawal of coil system and mc. The reason mc was not being properly placed at the aneurysm site was due to counterforce induced when the physician advanced the coil which caused the mc retracted. And it was further explained as there was a positioning difficulty at the aneurysm site due to coil was protruding out of the aneurysm prior to attempt of detachment. After placing the coil system at the target site, there was no difficulty experienced in detaching the coil. Nothing unusual/damage noted to the coil system prior to use. There was no difficulty while recapturing the coil before withdrawal from the patient for mc reshaping. There was no difficulty while withdrawing the coil system from the patient. The coil got stretched during withdrawal from the patient in the mc. The coil was removed from the mc without removing mc from the patient. It was added that the coil was not attached after removal as the coil first got stretched and then prematurely detached during removal from the patient. The coil did not get completely separated from the delivery system after unintended detachment. The entire coil was still attached to the delivery system when removed from the patient. No report of break/separation of the coil in two pieces. The same mc was not used with subsequent coils. There were no other damages noted to the coil system after removal from the patient. No flow restriction/reduction as a result. Patient¿s condition was fine post-procedure. (B)(4). The evaluation of the product device is anticipated however it has not begun yet. The additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as initially reported, during the coil embolization procedure of an unknown vessel, when the physician advanced the presidio 10 4mm x 11.5cm coil (pc410041230, lot m10562) into the aneurysm, he found that the ev3 echelon 10 microcatheter was not in place, which caused the shape of the coil to be unsatisfactory. The physician then withdrew the coil and reshaped the microcatheter in place, but found the coil was already stretched. The physician changed to another coil to successfully complete the procedure. No adverse event occurred. Further inquiry revealed that there was no resistance/friction encountered during advancement or withdrawal of the coil system and the microcatheter. It was reported that the microcatheter could not be properly positioned at the aneurysm site due to counterforce induced when the physician advanced the coil, which caused the microcatheter to retract. It was also noted that the coil protruded out of the aneurysm during positioning. There was no damage to the coil system observed prior to use. It was initially reported that the coil first stretched and then prematurely detached during removal from the patient and the coil was not still attached to the delivery system after removal from the patient; however, it was later learned that the coil was still attached to the delivery system when removed from the patient, and there was no report of breakage or separation of the coil in two pieces. There was no difficulty experienced while recapturing the coil before withdrawal from the patient for microcatheter reshaping. The coil system was safely removed from the microcatheter without removing the microcatheter from the patient. However, the same microcatheter was not used with subsequent coils. There was no other damage noted to the coil system after removal from the patient. The patient¿s condition was reported to be fine post-procedure, with no flow restriction or reduction as a result. Laboratory analysis of the returned coil found that the proximal section of the coil has very minor stretching of the primary winding. The coil¿s socket ring entered the distal edge of the outer sheath. Except as noted, the remainder of the coil was undamaged. The coil damage was very minor, therefore it was possible to perform microcatheter testing. Using an in-house echelon 10 microcatheter, the returned coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. Without the return of the echelon 10 microcatheter used in the procedure, it cannot be definitively determined whether this component contributed to the complaint event. However, based on the evidence the most likely contributing factor to the microcatheter moving out of position was either due to resistance of the coil caused by resistance inside the microcatheter or the microcatheter¿s distal section and initial position was not optimal as the microcatheter was removed and reshaped after attempting to advance the complaint coil into the aneurysm. The most likely factor contributing to the coil¿s positioning difficulty inside the aneurysm and protrusion outside the neck of the aneurysm may have been due to distal interference from the coils already implanted inside the aneurysm and/or from the kickback of the microcatheter due to resistance of the complaint coil. It is also possible that the position of the distal tip of the microcatheter was not aligned with the neck of the aneurysm. The most likely factor contributing to the coil stretching occurred either during repositioning or during microcatheter kickback, which may have been due to the coil becoming temporarily anchored on the coils already implanted inside the aneurysm, on itself, or on the distal tip of the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint is confirmed; however, the without the return of the microcatheter used in the procedure the root cause of the complaint as it relates to the movement of the coil within the microcatheter and the reported loss of microcatheter position cannot be definitively determined. Therefore, no corrective action is warranted at this time.